Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on november 1, 2022. An investigation is in progress for returned product received on october 24, 2022.

Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.